Event description:
It was reported that during a mid left anterior descending coronary artery stenting procedure, after implantation of a 3.0x18 rx xience stent, a dissection was noted. An unplanned 2.5x18mm xience v stent was implanted to treat the dissection, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.